Event description:
It was reported that the patient, who was part of the (B)(6) study, was deceased and died approximately one year post implantable pulse generator system implant. The cause of death has been requested and not received.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. The line item for (B)(4) represents two devices of the same model, same implant date and the serial numbers are not available.